Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon tried to remove the headed screws and remove the guide, he found metal fragments.